Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A110201: the system was unresponsive a0709: camera also did not tracks the instruments when in frame a13: the touch screen and mouse did not work as intended d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735818, unknown, UDI#: unknown product ID: 9735764r, serial/lot #: (B)(6), ubd: unknown, UDI#: (B)(4); product ID: 9735737, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown g02007: computer g02008: software g04096: input/output panel h3, h6: the system was serviced in the field. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. H3, h6: software analysis was performed. A software issue was confirmed and the allegation was a result of the software malfunction. Codes b01, c10, and d02 are applicable. H3, h6: the returned computer was analyzed. When it was powered up with main power, it initially received power but did not produce an image to the screen. The computer then began to power cycle but did not shut down completely. Codes b01, c13, and d02 are applicable. H2, h3: the returned input/output was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used pre-operatively in an unknown procedure. It was reported that the system was unresponsive. The touch screen and mouse did not work as intended. Camera also did not tracks the instruments when in frame. The site swapped to a different stealth to continue with surgery. No patient present. Additional information was received. It was reported that the procedure type was a lumbar fusion.